Event description:
Dealer is stating that the right side back release that allows the back to fold down in half will not lock the backrest in an upright position. The release mechanism has a stripped bolt. No other information provided.